Event description:
It was reported that the the implantable cardioverter defibrillator was unable to pair one day post implant. A bluetooth reset was performed and the device was eventually able to pair. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Analysis of the information provided confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.